Event description:
The event is reported as: the customer alleges that a (B)(6) year old ortho pt was in the hospital for knee surgery. The pt was on their back and was moved to a lateral decubitus position. Resistance was met when trying to remove catheter. The pt flexed further and with gentle pressure another attempt was made to remove the catheter which came out fractured at approx. The 10cm mark. A MRI scan was performed as an intervention to assist with the situation. The catheter was removed successfully and the pt was fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.